Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) indicating the outlet flow sensor was stuck. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed the occurrence of the system fault (sf197) and the device failure to complete its internal self-test. The device evaluation found contamination in the pneumatic block . Based on all evidence and previous investigations of similar complaints, the investigation determined that the system fault sf197 and the self-test failure in the astral device were most likely due to the contamination in the pneumatic block. The pneumatic block was replaced to resolve this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) indicating the outlet flow sensor was stuck. There was no patient injury reported as a result of this incident.